Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. The noise over-sensing in pacemaker resulted in pacing inhibition and inappropriate mode switch. The noise over-sensing in rv lead resulted in pacing inhibition and the noise over-sensing in the ra lead resulted in inappropriate mode switch. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been "it was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. The noise over-sensing in pacemaker resulted in pacing inhibition and inappropriate mode switch. The noise over-sensing in rv lead resulted in pacing inhibition and the noise over-sensing in the ra lead resulted in inappropriate mode switch. Programming changes were made. The patient was in stable condition." Rather than "it was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. The noise over-sensing in pacemaker resulted in pacing inhibition and inappropriate mode switch. The noise over-sensing in rv lead resulted in pacing inhibition and the noise over-sensing in the ra lead resulted in inappropriate mode switch. Programming changes were made on the pacemaker; no intervention was performed on both leads. The patient was in stable condition." Correction: section d6a - the date of implant should have been filled with "(B)(6) 2025". Correction: section h6 - the correct health effect - impact code should have been "unexpected medical intervention" rather than "no health consequences or impact".

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. The noise over-sensing in pacemaker resulted in pacing inhibition and inappropriate mode switch. The noise over-sensing in rv lead resulted in pacing inhibition and the noise over-sensing in the ra lead resulted in inappropriate mode switch. Programming changes were made on the pacemaker; no intervention was performed on both leads. The patient was in stable condition.